Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to hospital¿s retrieval lab for observation and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
It was reported that the patient had a large sarcoma around the greater trochanter. The reason for revising the head and liner was not specified. However, it is likely it had to do with the patient's condition and was not device-related. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
Patient presented with a large sarcoma around the greater torch area in dr. Office. Patient needed a revision surgery to exchange the head and liner.

Event description:
Patient presented with a large sarcoma around the greater torch area in dr. Office. Patient needed a revision surgery to exchange the head and liner.